Event description:
The reported event was that after a da vinci-assisted surgical procedure, the bovie monopolar handheld cautery pen activated and burned or melted a hole in the surgeon's sterile gown while placing the ports. There was no report of any injury related to the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).